Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-49204. It was reported the patient experienced uncomfortable stimulation. X-ray imaging determined the patients l3 lead had migrated. Surgical intervention was undertaken wherein both leads were explanted and replaced.

Manufacturer narrative:
This event cannot be confirmed or not confirmed for lead migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (a) passed the functional test. The cause of the reported event remains unknown.